Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735672, serial/lot #: unknown, ubd: , UDI#:. A medtronic representative went to the site to test the equipment. Testing revealed that the complementary metal oxide semiconductor (cmos) battery was replaced. The navigation system then passed the system checkout and was found to be fully functional. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during registration "power when off." When the system was powered back on, it had the error, "no signal." There was no patient involvement. Additional information was received. It was reported that prior to commencing the case, the customer was conducting instruments and the navigation system registration and power went off. It was unclear if the cable was pulled out of the socket or how the mains was disconnected, and the uninterruptable power supply (ups) did not hold the power. Further testing could not replicate the issue.